Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Additional information received: event date shall be updated to (B)(6) 2021.

Event description:
It was reported that during a pancreatectomy, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time and removed the fragment from the body and replaced with a new trocar to continue the operation. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the device/equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2022. Investigation summary: a b12lt was returned for analysis. Upon visual analysis of the returned sample, it was determined the b12lt device was received with the tip of the sleeve broken. In addition, a piece of plastic from the sleeve was returned inside the protector of a needle inside a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.